Manufacturer narrative:
(B)(4). Lot number unknown / not provided.

Event description:
Doctor reported that during the procedure to place the implant the iipdts driver did not retain the implant and the implant fell to the floor loosing its sterility.

Manufacturer narrative:
Two osseotite implants were returned for inspection but the reported driver was not returned for inspection. The returned products were functionally tested, and both implants were found to retain with a in house driver without any problems. No deficiency was confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instsm rev d 02/16. Information identified: no-touchtm delivery of certain internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. Complaint alleges the driver tip dropped two implants during the procedure. The complaint is non-verifiable, as the driver was not returned for inspection, and the returned implants functioned as normal. A root cause for the reported event could not be determined.